Manufacturer narrative:
Concomitant medical products: w4tr01 crtp, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic and phrenic nerve stimulation one day post implant. Additional information obtained via follow-up reported that the left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.